Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A report was received that a renal transplant patient was treated for a fungal infection. The physician ordered a continuous infusion of amphotericin b 375 mg/500 ml, dose 5 mg/kg. In a non-renal transplant patient, the dosage is not to exceed 1.5 mg/kg. The infusion was started and the patient developed tremors, increased body temperature, hypertension, and impaired renal function. The patient was hospitalized intermittently for various medical problems over four months following the amphotericin b infusion and died (B)(6) 2017.

Event description:
A report was received that a post renal and pancreas transplant patient was treated for a fungal infection. The physician initially ordered a piggyback infusion of amphotericin b 225mg/250ml, dose 3mg/kg to infuse over 4 hours once every 24 hours. In a non-renal transplant patient, the dosage is not to exceed 1.5 mg/kg due to nephrotoxic effects. A pharmacist discontinued the physician order and entered an order for a piggyback infusion of 420mg/500ml, dose 5mg/kg to infuse over 2 hours once every 24 hours. The physician discontinued the pharmacist order and changed the order to a piggyback infusion 375 mg/250 ml, dose 5 mg/kg over 4 hours once every 24 hours. However the nurse documented she did not give 375 mg/250 ml and gave a ¿different dose per pharmacist¿. A different pharmacist ordered 375mg/500ml to be a continuous infusion vs. Piggy back dosing that was previously ordered. The infusion was started and the patient developed tremors, increased body temperature, hypertension, and impaired renal function. Reportedly these multiple dosing changes circumvented the safety measures of the infusion pump and allowed more than 101.5mg of medication to be administered within one hour. The patient was hospitalized intermittently for various medical problems over four months following the amphotericin b infusion and died (B)(6) 2017.